Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, brown particles on the surface of the shell, underweight, 25% of the shell is missing, crease fold, wear abrasion a microscopic analysis was performed which identify crease smooth opening on anterior. Based on the device analysis the final assessment is: a crease smooth broken on anterior assessed as fold flaw opening. 25% of the shell is missing assessed as inconclusive.